Event description:
During the routine follow-up of the device involved in this report, because of too slow printing operations, an attempt to shut down the programmer was performed, resulting in a message about nominal programming. An operating system error was also displayed.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Method (other): since the device remains implanted, the programmer files were reviewed. (B)(4). Reportedly, because of too slow printing operations, an attempt to shut down the programmer was performed, resulting in a message about nominal programming. Expertise files were retrieved and sent for analysis. Analysis revealed: the slow printing was related to the size of the printed report; printing options should be considered in order to reduce this time when necessary. The nominal programming attempt resulted from a user action: either touch screen or keyboard emergency programming button was hit by the user. No reason could be identified to explain the reported error message that was generated by the operating system of the programmer, and not by the programming software. No anomaly in implant or programmer could be identified. The programmer should be sent to after sales services in case such a behavior (abnormally slow printing operations) would recur.